Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 409 mg/dl. Customer had changed multiple sets. During troubleshooting, insulin exited with manual prime. Customer was advised the device was working as designed. Customer will not be returning the reservoir for analysis.